Event description:
Note: the date of event is unk. It was reported to boston scientific corp that two weeks after placing a button replacement gastrostomy device (adult patient between 50 and 60 years of age), the cap of the flange would not close. According to the complainant, the device was replaced with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.